Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had vibrate anomaly. The customer¿s blood glucose level was 110 mg/dl. Customer stated that pump is not vibrating. The customer was assisted with troubleshoot. Customer was assisted in performing a self test and pump did not vibrate during the vibrate test. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.